Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was first noticed in the (B)(6) 2017. It was unknown what led to the issue. No steps were taken, but the patient was expecting removal of the device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient told them he had a broken lead and had not used the device in a year. MRI guidelines were requested. The indication for use was non-malignant pain. No patient symptoms reported.